Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti powerport low profile. During the procedure the device could not be inserted due to a broken outer tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4 manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 5.0fr dilator was received for evaluation. Visual, microscopic and functional evaluations were performed. The distal end of the dilator sheath was noted to be slight deformed as the edges were noted to be jagged. An attempt to remove the dilator from the dilator sheath was performed and retracted without resistance. An attempt to loaded back the dilator to the dilator sheath was performed and was successful. Therefore, the investigation is confirmed for the identified deformation issue. The investigation is unconfirmed for the reported fracture as no fracture was identified during sample evaluation. However, the investigation is inconclusive for the reported failure to advance as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti powerport low profile. During the procedure the device could not be inserted due to a broken outer tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.